Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare field representative that a component of an rt132 infant continuous breathing circuit became disconnected from the viasys sipap machine. When it was reconnected, there was a loud noise and the dry line of the rt132 was damaged. At this point, the sipap machine alarmed of low pressures. The patient desaturated and was manually ventilated until placed on a new setup. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the dry line (the component connecting the sipap machine to the water chamber) of the complaint rt132 infant continuous flow breathing circuit was returned to fisher & paykel healthcare in new zealand where it was visually inspected. Additionally, the dry line was analysed using differential scanning calorimetry (dsc) and scanning electron microscopy (sem) to check for material degradation and to look for evidence of crack propagation, respectively. Results and conclusion: visual inspection revealed that the chamber end connector of the returned dry line was broken. Half of the connector was also missing. The dsc and sem analysis showed that there was no indication of material issues or excessive molded-in stresses that would indicate that the failure was due to a faulty part. The connector suffered a mechanical failure due to being over-stressed. All rt132 infant continuous flow breathing circuits, including the drylines, are visually inspected and pressure tested for leaks prior to distribution. Those that fail are discarded. The subject rt132 infant breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt132 infant continuous flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The complaint rt132 infant continuous breathing circuit is en route to fisher & paykel healthcare in (B)(4) to determine what had caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that a component of an rt132 infant continuous breathing circuit became disconnected from the viasys sipap machine when it was reconnected, there was a loud noise and the dry line of the rt132 was damaged. At this point, the sipap machine alarmed of low pressures. The patient desaturated and was manually ventilated until placed on a new setup. No further patient consequence was reported.